Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 29 mg/dl. Customer was hospitalized due low blood glucose and being in a coma. Customer was hospitalized for four days and was treated with three bottles of glucose. Customer reported that healthcare professionals advised that insulin pump malfunctioned. It was reported that insulin pump over-delivered insulin. Customer was advised not to reconnect insulin pump due to law suit and malfunction. Customer was requesting for insulin pump to be replaced.